Event description:
Patient underwent vns therapy system replacement surgery due to suspected lead discontinuity. Device diagnostic testing resulted in high lead impedance test result (dc-dc code 7 and limit) for at least three months before vns therapy system replacement surgery. Patient's generator over in pt's chest. Wrapping an ace bandage aorund the pt's chest to provent this activity was unsuccessful due to the pt's brace from pt's then-broken collar bone. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.